Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, the balloon on the 23mm commander delivery system burst after valve deployment. There was no leakage observed from the delivery system, and valve alignment was performed in a straight section of the anatomy. The valve was fully deployed, and there were no difficulties withdrawing the delivery system. There was no injury or complication, and the patient remained in stable condition. Provided imagery shows the valve aligned between balloon markers prior inflation, and a balloon bursts at full inflation, at the end of valve deployment occurred.